Event description:
It was reported that when the adaptive stimulation was enabled and the patient would transition from her back to her side while lying down, she would get a "shock" in the process. Once the patient was on her side, the stimulation was good and appropriate. It was also reported that the patient had one out-of-range electrode and she was not getting stimulation everywhere she wanted to, but it was decided not to change the lead or add a lead due to the patient's other health conditions. It was discussed turning the adaptive stimulation off to see if it was any different. There was no reason to believe the system was compromised at that point. The patient was keeping the stimulation as low as required while lying.

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 7425, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: implantable neurostimulator, product ID 389033, lot# j0306763v, implanted: (B)(6) 2003. Product type: lead: product ID 3890, lot# j0306763v, implanted: (B)(6) 2003. Product type: lead: product ID 3487a. Product type: lead. (B)(4).